Manufacturer narrative:
D10 concomitant products: egiaustnd egiaustnd endogia ultra univ std stap - (lot#p4l0739). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after closing the jaws, the green button was pressed, but the handle could not be squeezed, and the firing could not be done at all. A new cartridge was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the reload was loaded into a medtronic representative handle and the returned handle. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the handle could not be squeezed, and the firing could not be done at all. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.